Event description:
Per independent repair center statement, the unit had low o2 or yellow light, was alarming or red light, and shutting down. The key failure was the valve operator's pilot valve failing resistance.